Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 316 and 304 mg/dl. The customer's expected fasting blood glucose test result range is 65 - 150 mg/dl.the customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/30/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer has not changed in diet or medication. Customer stated that is having surgery in a few days and the dr wanted the blood glucose test results before the surgery. Customer was upset since we could not get the meter faster but until tuesday. Manufacturer rep called the pharmacy to replace the customer's meter immediately.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 316 and 304 mg/dl.the customer's expected fasting blood glucose test result range is 65 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/30/2017 and open vial date is 8/3/2016. The meter memory was reviewed for previous test result history: (B)(6). Customer has not changed in diet or medication. Customer stated that is having surgery in a few days and the dr wanted the blood glucose test results before the surgery. Customer was upset since we could not get the meter faster but until tuesday. Manufacturer rep called the pharmacy to replace the customer's meter immediately.